Event description:
Information received indicates the head section is drifting down slowly with weight applied.

Manufacturer narrative:
The account found the CPR cable was pulled and not releasing. The account adjusted the CPR cable to repair the bed.